Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of radiographs by medical professional could not confirm the radiolucency. There are vague areas surrounding the medial peg of the tibial component which may indicate loosening/ lucency, but it is uncertain whether this is artifactual in nature. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient is suffering pain and effusion. Radiolucencies were also noted. Patient had an aspiration. No additional information is available at this time.